Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid left anterior descending (lad) artery with moderate tortuosity and mild calcification. Predilation was performed with an unspecified device. A 3.0x28mm device was opened and while removing the outer yellow sheath from the implant, the distal shaft separated. Therefore, the device could not be inserted into the artery. There was no patient involvement. The procedure was completed using a 3.0x28mm non-abbott stent. There was no reported clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.